Event description:
This report was received from (B)(4) and is a spontaneous peritonitis coincident with unknown dianeal on peritoneal dialysis therapy. On (B)(6) 2012 the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. It is unknown if a culture was performed. It was reported that the cause of the peritonitis was that the patient made mistake and had a touch contamination. The patient was recovering and continued therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake / touch contamination, which is a use error that can cause can peritonitis. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique